Manufacturer narrative:
Section a4: patient weight is unknown. Section b3: date of event is estimated.

Event description:
It was reported patient received the eri message and device is still providing therapy. Surgical intervention is planned to address the issue at a later date.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.